Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the clinical sales representative (csr) stated that the 30 degree endoscope view appeared upside down. A review of system logs by the technical support engineer (tse) did not reveal any related errors corresponding to the event. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The reported issue was resolved after reseating the camera without utilizing guided tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.